Event description:
It was reported that the patient used to have a flowonix pump and he went through 13 of their ptms because they stopped working. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
Additional information received on 01/16/2025 for report number mw5163972 to change the manufacturer name.